Event description:
The customer reported a leak of bleach and water solution near the bottom of vacuum chamber vc1 of the lh 500 hematology analyzer. The customer stated that approximately 3 ml of clear fluid leaked and was contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched for this event. The fse discovered that the sweep flow line was disconnected off the bottom of the red blood cell (rbc) bath. The fse proceeded to reattach the tubing to resolve the leak. The fse also found a second leak as a result of a disconnected tubing at feed through fitting ff42, through pinch valve pv14. The fse indicated that pinch valve pv14 controls the path from the blood sampling valve (bsv) to the primary mode aspiration pump. The fse proceeded to reattach the tubing to resolve the leak and verified the repairs as per established procedures. Failure mode of the leak is attributed to disconnected sweep flow line and tubing through pinch valve pv14. Beckman coulter internal identifier for this report is (B)(4).